Event description:
It was reported that the procedure was to treat a lesion located in the mid right coronary artery that had no tortuosity, was mildly calcified with a 90% stenosis. A non-abbott guide wire was advanced in the posterior descending (pd) artery, after which predilatation was performed. An attempt was then made to advance a 3.0x28 mm xience prime stent delivery system (sds); however, this was unsuccessful. The balance middleweight elite guide wire was placed in the posterior lateral artery for use during a parallel wire technique and the same xience prime sds was advanced over the bmw elite guide wire and crossed the lesion successfully. The non-abbott guide wire previously placed in the pd was retracted and the xience prime stent was deployed successfully. An attempt was then made to withdraw the bmw elite guide wire; however, the tip of the guide wire was stuck in the bifurcation. In order to facilitate removal of the guide wire, a doc extension was connected to the guide wire and a non-abbott microcatheter was advanced over the guide wire and the bmw elite guide wire was able to be retracted successfully with the microcatheter. There was no resistance felt during advancement of the bmw elite guide wire to the lesion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported difficulty removing the guide wire was confirmed via the returned device analysis. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no non-conformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.